Event description:
It was reported that the fluid warming device failed a electrical safety test. No patient injury or involvement was reported.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
Corrected data: evaluation conclusion code corrected (updated h6).

Event description:
Additional information was received which included the event date and that the issue was discovered during preventative maintenance. No patient was involved.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. Additional event information received indicating no patient involvement (updated b5, a1), corrected data: e4: correction: customer reported to FDA: no information. D5: correction: operator of the device: unknown.

Event description:
Additional info received via email 17-jun-2022. Event date updated. No patient involved. Issue was discovered during pm.